Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. There were offset/overlapped intermediate coils proximal to the center solder, 2 mm, 3 mm, 7 mm, 1.2 cm and 7.8 cm. There were stretched coils proximal to the tipball for a length of 1 mm. The tipball was not intact due to corrosion on the tipball and proximal solder. There was a slight bend in the distal core 2 mm proximal to the tipball. There was no other damage noted to the guide wire. An attempt was made to advance the guide wire through a hole gauge, the guide wire did advance past the center solder over the offset intermediate coils, but the guide wire would not advance past the overlapped intermediate coils proximal to the center solder. This did not meet manufacturing criteria. The hole gauge used was .0145". The tip was not tugged on to verify that the core and shaping ribbon were not intact due to the corrosion on the tipball. Product performance engineering reviewed the incident information and the analysis of the returned devices. The bmw guide wire was found to have been exposed to significant resistance that damaged the guide wire. This was evident by the offset/overlapped intermediate coils proximal to the center solder. Coil damage can be the result of pushing the guide wire too hard in the attempt to cross which can push the coils together and ultimately overlap the coils as found in the return analysis. The resulting coil damage would later interfere with subsequent catheter movement. Another possibility, if the guide wire was not damaged during crossing, is that there was resistance between the guide wire and the catheter due to case circumstances. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and / or tight calcified lesions, where heavy torquing and / or pushing / pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the guide wire lumen of the catheter or on the guide wire can also be a factor in reducing clearance. An attempt to move the guide wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition, can cause coil overlap as found in the analysis. If the resistance is not reduced and continued force is applied to the guide wire with an overlapped coil, the result is permanent deformation of the guide wire and the guide wire becomes locked or frozen in the catheter. Overall, the analysis of the returned guide wire indicates that reduced clearance caused the guide wire damage, but the initial cause of the reduced clearance could not be determined. There did not appear to be a quality issue with the guide wire. The guide wire corrosion, as found in the analysis, is related to deterioration in transit back to abbott and is not related to the issue. The lot history record was reviewed and there are no non-conformities associated with this lot number. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: difficult to position. It was reported that the procedure was relating to a very calcified renal artery stenosis during a dilatation procedure. A bmw guide wire was used without any problem and a viatrac 6 x 20 mm was mounted on the guide wire; however, 5 to 6 cm before the distal part of the guide wire, the balloon was blocked. It was thought that the balloon was blocked on the stenosis, before realizing after several minutes that it was in fact blocked on the guide wire. The artery was very calcified and the balloon created an occlusion, causing a thrombus to form. An unsuccessful attempt was made to use a 4f catheter to evacuate the thrombus and change the guide wire. All the material was released from the patient and the procedure was again attempted with another company's guide wire and the initial viatrac. After dilatation, a herculink 6 x 18 mm was successfully implanted; however, the patient had a small symetric renal infarction. An echo doppler control confirmed that the patient was doing well 48 hours after the procedure. No additional event or patient information is available.